Event description:
It was reported that ten days following a sling procedure, the pt started experiencing redness, pain, and swelling at both incision sites. The dr started the pt on antibiotics. One month post-implant, the pt was taken back to surgery to trim the tissue down to the rectus fascia at both incision sites. The pt healed and is still continent. No further complications were reported.